Event description:
It was reported that the device longevity was less than 5 years and had chronically high outputs. The device was explanted and replaced. No patient complications were reported as a result of this event. It was reported that the device longevity was less than 5 years and had chronically high output due to chronically high right ventricular lead thresholds. The device and lead were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.